Manufacturer narrative:
A review of the complaint file has been completed. The additional information includes device evaluation information. The information will be assessed upon closure of the investigation.

Event description:
It was reported that the subject device went into emergency lamp mode. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.